Event description:
Additional information received from the patient. Patient (pt) called back asking what the purpose of the follow-up letters were. Explained fluttering sensation and when it can occur. Patient stated "no one explained this too much to them". Patient described symptoms already reported: including painful sensation with stimulation and having accidents. Patient declined to be walked through how to increase stimulation. Patient was redirected back to their hcp to further address the issue. Encouraged patient to document their symptoms. Patient confirmed the symptoms described where on-going from before and has increased stimulation several times since then. Patient stated they do have an appointment with their hcp in january, but will follow-up later today.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was to ask for programming direction. Last night into the early hours of the morning, they had an accident in bed without warning. When they were on p1 before, it hurt so they switched to p2, and that hurt their testicles so bad, they could not stand it. Program 3 did not help and they felt a pinching sensation in the back of the testicles, especially when they crossed their legs. Currently they were on program 4 at 5.2 volts, which they switched to on 2021-sep-16, however, that felt like a knife was sticking them. Therapy information, including expectations, were reviewed, and the patient said their overall improvement was at least 50% better than it was before the implant. They did not have to go every 30-45 minutes, and when they were still, they could wait three hours in between, and when they were moving, they could wait two hours. They noticed the difference when they drove their car and stood up afterwards; it would just come out. They used a pull-up and also placed an additional pad in the pull-up. General programming guidance, including how the setting affects ins battery longevity, was reviewed, along with the recommendation to find the lowest setting that provides the best overall symptom control, to keep stimulation set to a comfortable level, "if feels stimulation," and to decrease the setting from a higher setting if they did not experience additional symptom control. The patient planned to adjust their setting once the programmer was charged up, to first decrease the setting to a more comfortable level on program 4, and then consider trying program 5. They planned to monitor and track their results. They also mentioned they wondered if nerves could affect symptom control, and said they had been stressed lately regarding a car situation.